Event description:
Major pump unit(s) involved: blood pump additional text: bearings within the pump specific component(s) involved: pump drive unit malfunction other component: additional text: bearings causative or contributing factor: no specific contributing cause identified other cause: intervention(s): none other intervention : side: .

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: pump drive unit malfunction